Manufacturer narrative:
The reported event could not be confirmed since the device was returned and found to be fully functional. Device inspection revealed the following: the received drill was visually inspected which shows clear deformation though out the drill cutting edges and tip have become blunt in nature, and the locking section is having material chipped off and bent inward which indicates forceful locking of the device. A functional test was performed with the sample drill machine in which we didn¿t find any issue in the assembly and disassembly of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to being an off-label use as the component was used with another manufacturer component, which is confirmed from the available pictures. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the service&repair center in the netherlands reported a stryker drill bit found stuck in a depuy synthes attachment. The attachment isn't working properly; the customer didn't provide further information.¿

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the service&repair center in the netherlands reported a stryker drill bit found stuck in a depuy synthes attachment. The attachment isn't working properly; the customer didn't provide further information.¿